Event description:
The customer reported to olympus that in two cases, the single use distal cover came off of the evis exera iii duodenovideoscope and fell into the patient and in one case, bleeding occurred. In this second case, the cap had fallen off in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) and it could no longer be retrieved. At the end of the examination, it was noticed that the cap on the device had fallen off. No patient harm was reported. Related patient identifiers: (B)(6) single use distal cover (model: maj-2315; sn unknown). (B)(6) single use distal cover (model: maj-2315; sn unknown). (B)(6) evis exera iii duodenovideoscope (model: tjf-q190v; sn: (B)(6)). (B)(6) evis exera iii duodenovideoscope (model: tjf-q190v; sn: (B)(6)). The bleeding event is captured under patient identifiers (B)(6). This medwatch is for (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the distal cover likely detached from the scope due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. This caused the distal cover to easily detach from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient. This caused the distal cover to easily detach from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 (section 3.5) ¿ preventative measure. Operation manual: chapter 4 (section 4.1) ¿ detection method. Olympus will continue to monitor field performance for this device.